Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to patient injury previously. Device issue: guide wire separation. It was reported that while advancing the guide in the coronary artery, the guide was difficult to move and did not reply correctly. The guide wire was pushed and pulled, but the tip did not advance. The tip was visible in the ostium. The guide wire was removed and it was noticed that a separation between the shaft and the distal tip (at the seal part) had occurred. The distal tip was removed with the guide catheter. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to perform an evaluation at the time of this report. Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood visible on the coils. There was no contrast visible. The core was separated at the distal end of the hypotube. There was a small piece of the core at the distal end of the hypotube at the separation. There was a bend in the tip, 4 mm proximal to the tipball. There were offset intermediate coils proximal to the center solder for a length of 5 mm. There was no other damage noted to the guide wire. The returned guide wire was passed through a hole gauge and this met manufacturing criteria. The tip was tugged on to confirmed that the core and shaping ribbon were intact. Any other functional testing could not be performed to the returned guide wire due to the separation of the core. The separated guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.